Event description:
It was reported that the patient underwent a total pelvic floor repair procedure and a sling procedure in 2008. Two months later, the patient experienced voiding dysfunction and a sling release procedure was performed in 2009. The event was resolved the following month. The voiding dysfunction returned three months later, and the patient was put on flomax 0.4 mg/day. The event is ongoing. The surgeon opines that the sling was initially placed too tightly. Now the patient is diagnosed with detrusor sphincter dyssynergia.

Manufacturer narrative:
Detrusor sphincter dyssynergia - urinary retention occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.